Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. Pump tested for 33 psi on dso/uso test, which was over the limit. Pump exhibited error 46440. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor, bezel, and seal were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump exhibited error code 46440. It is unknown if there was patient involvement, no adverse patient effects were reported.